Event description:
It was reported that the pump touchscreen was flickering and appeared dimmer than usual. Additionally, it was reported that the pump shut off unexpectedly. There was no reported adverse impact to the customers blood glucose level. The customer declined follow-up troubleshooting with tandem technical support; therefore, no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.